Manufacturer narrative:
Follow-up # 1: (B)(6) 2013. Device history record review was conducted on (B)(4) 2012, with the following findings. The pump performed the rewind, load, and prime steps appropriately. The pump was exercised for 24 hours without any alarms or other issues. A force sensor calibration test was completed and found tha the force sensor was out of calibration. The pump was opened and found that there was physical damage to the force sensor and contamination was found in the force sensor assembly. Unrelated to the issue, the display screen was found to be faded and discolored. (B)(4). A 2531779-03/24/2010-003-r.

Event description:
The pump was returned to animas. Investigation revealed damage to the force sensor assembly, contamination in the force sensor assembly, and an out of calibration force sensor. This report is made based on the results of investigation.